Event description:
The customer reported that the celldyn 3500 sl generated an elevated platelet result of 334,000/ul. The result was questioned as the patient had a history of platelet results running less than 20,000/ul. The sample was repeated on the celldyn 4000 and a result of 16,000/ul was generated. The initial result was never reported and there was no impact to patient management.

Manufacturer narrative:
A field service representative (fsr) was sent to the account and determined the issue of elevated results was due to salt buildup creating electrical noise which impacted the platelet count. The fsr removed the vacuum accumulator, rinsed it with water and rechecked it. No conductivity was found and the noise issue was resolved. A multipoint inspection was performed and found the instrument to be in operating order. A review of the celldyn system 3500 operator's manual (92722-05, rev d, pages 1-56/57) was performed and indicates that electrical interference is given as a cause of inaccurate results for rbc/mcv/plt. In addition the complaint analysis and trending system was reviewed and no adverse trends were identified. This is the final report.